Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 626284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included salbutamol (albuterol hfa) from (B)(6) 2018 to (B)(6) 2018 for asthma, linaclotide (linzess) since (B)(6) 2019 for irritable bowel syndrome, meloxicam from (B)(6) 2016 to (B)(6) 2019 for multiple sclerosis as well as fluoxetine since (B)(6) 2019, progesterone since (B)(6) 2019 and tizanidine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"), depression ("psych injury: depression,"), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleeding"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)/ d & c,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and urinary tract infection had resolved, the abdominal pain was resolving and the depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, migraine, nausea, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ gen. Abnorm. Bleeding, uti . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and urinary tract infection ("uti"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ gen. Abnorm. Bleeding, uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2018: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received event injury updated to pelvic pain. New events uti , abdominal pain, psych injury, gen. Abnorm. Bleeding were added. Patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 626284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included salbutamol (albuterol hfa) from (B)(6) 2018 to (B)(6) 2018 for asthma, linaclotide (linzess) since (B)(6) 2019 for irritable bowel syndrome, meloxicam from (B)(6) 2016 to (B)(6) 2019 for multiple sclerosis as well as fluoxetine since (B)(6) 2019, progesterone since (B)(6) 2019 and tizanidine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"), depression ("psych injury: depression,"), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleeding"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)/ d & c,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and urinary tract infection had resolved, the abdominal pain was resolving and the depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, migraine, nausea, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ gen. Abnorm. Bleeding, uti . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received: seriousness criteria removed for the event "genital bleeding", is updated to non serious incident. Event were added- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), mental anguish, migraines / headaches, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue.event outcome was added- abdminal pain was resolving. Reporter information, lab data and concomitant drugs were added. Lot number received we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.